Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked, the battery cap was unable to be tightened, and there was moisture inside the infrared window. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 30-nov-2017. Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: during investigation, the black box showed multiple unexplained pump reboots. The returned battery cap's threads were stripped and the cap was unable to fit. A test cap was unable to fit securely and kept spinning. The reported "power" complaint was duplicated due to the stripped threads. Unrelated to the original complaint, the battery compartment was found to be cracked. There was evidence of moisture corrosion observed on the display screen inside the pump. A leak test failed due to a battery compartment leak. The pump's cover was removed and there was further moisture ingress found on the display screen and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.